Event description:
User received questionable tsh results on their elecsys 2010 disk analyzer. The event involved 1 patient sample. User said the event occurred on (B)(6) 2010 or (B)(6) 2010, as actual date was not known. Initial tsh result was 0.04 uiu/ml. This result was reported outside the laboratory. The physician called and questioned the tsh result. The sample was repeated giving a tsh result of 1.58 uiu/ml. The physician did not treat the patient based on the initial tsh result. There was no affect to patient care. Tsh reagent lot number was not provided. The field service representative could not determine a cause for the event. He ran all necessary checks and performance tests, which were within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
Investigation of the data provided excluded an issue with the reagent or a sample specific interference problem. Foam on the samples or a misadjusted tube most probably lead to a pipetting error. This potential source of error is documented in package inserts.

Event description:
Tech alleged that the hi/low is drifting.